Event description:
It was reported that the patient passed away and the hospital has requested a formal analysis for the coroners case. Reportedly, ventricular fibrillation was labelled as svt due to unstable r-r values. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data, comprising one follow-up report dated february 3, 2026 was inspected. The inspection of the trend data revealed no anomalies. Until (B)(6) 2026, the basic parameters such as pacing impedance, shock impedance, sensing amplitudes and pacing threshold showed expected values. Inspection of the available iegms revealed the occurrence of one vf episode as well as 3 svt episodes on (B)(6) 2026. The vf episode showed a normal and regular vf detection due to intrinsic signals. The episode was terminated after delivery of shock therapy. The charging time of the defibrillation shock was as expected. However, the shock impedance during shock delivery was measured to be greater than 150 ohms. Next, the available iegms of the svt episodes were thoroughly analyzed. Based on the intrinsic cardiac signals and the applicable rr stability criterion, the episodes were classified as svt episodes, as expected. Analysis of the available iegms revealed no indication of a device malfunction. Based on the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical event. The shock impedance was elevated during shock delivery on (B)(6) 2026. However, thorough analysis of the available device data showed no indication of a device malfunction. Should additional relevant information or the device itself become available this investigation will be updated.